Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced intermittent issues when attempting to charge the pump which indicated that there was damage to the usb port. Reportedly, multiple usb cables could not securely connect when inserted into the usb port on the pump, which caused the pump battery to intermittently fail to charge when the cable was plugged into the pump. The customer's blood glucose (bg) level was 104 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy and also indicated that manual injection supplies (syringes) were available.